Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6); product ID: a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) and patient regarding the patient's external equipment. Patient said every time they do a bolus, the handset takes 2-3 min to connect to the communicator and they have to relink the handset. Patient asked if it was normal to stuck at 90%. Patient stated they had the issue since 5-6 weeks after the implant. Patient stated they got 6 bolus a day. Agent reviewed information and assisted patient with clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.